Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient noticed infusion set's tubing detached from the quick release, while sitting and watching television. This was noticed when the patient went to the restroom. Further, the site location was at patient's right abdomen and the pump was worn on the waist band, on right side of her body. The infusion had been in use for about a day. Reportedly, the infusions were stored in bedroom, in the closet. There was no stress or pull on the tubing and the pump was not dropped with the set connected to patient's body. No further information available.